Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited far p-wave over-sensing and failure to capture. Dislodgement was suspected but not confirmed yet. No intervention was performed. Patient condition was stable and patient would continue to be monitored.